Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Using a test battery cap, the pump passed displacement test, sleep current measurement, active current measurement and self test. Using a test battery cap, the test battery was removed and reinserted with no failed battery test alarm noted during testing. No anomaly noted when installing or removing the test battery when using a test battery cap. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. The original battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 22-jul-2023 in the pump history file. (B)(6) 2023 14:14:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 23:01:08.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:01:08.000 batteryinserted (44) (B)(6) 2023 23:01:08.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 23:03:50.000 batteryremoved (55) (B)(6) 2023 23:03:50.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:04:09.000 batteryremoved (55) (B)(6) 2023 23:04:16.000 batteryremoved (55) (B)(6) 2023 23:04:26.000 batteryremoved (55) (B)(6) 2023 23:04:31.000 batteryinserted (44) (B)(6) 2023 23:04:31.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 23:04:31.000 batteryremoved (55) (B)(6) 2023 23:04:31.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:04:36.000 batteryremoved (55) (B)(6) 2023 23:04:46.000 batteryinserted (44) (B)(6) 2023 23:04:46.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 23:04:48.000 batteryremoved (55) (B)(6) 2023 23:04:48.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:04:53.000 batteryinserted (44) (B)(6) 2023 23:05:00.000 batteryremoved (55) (B)(6) 2023 23:05:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:05:05.000 batteryinserted (44) (B)(6) 2023 23:05:10.000 batteryremoved (55) (B)(6) 2023 23:05:10.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:05:19.000 batteryinserted (44) (B)(6) 2023 08:48:26.000 batteryremoved (55) (B)(6) 2023 08:48:26.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 08:48:29.000 batteryinserted (44) (B)(6) 2023 22:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 22:40:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 05:44:51.000 batteryremoved (55) (B)(6) 2023 05:44:51.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 05:44:55.000 batteryremoved (55) (B)(6) 2023 05:45:00.000 batteryinserted (44) (B)(6) 2023 05:45:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 05:55:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 07:32:48.000 batteryremoved (55) (B)(6) 2023 07:32:48.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 07:33:09.000 batteryinserted (44) (B)(6) 2023 07:33:09.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 07:33:31.000 batteryremoved (55) (B)(6) 2023 07:33:31.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 07:33:33.000 batteryinserted (44) (B)(6) 2023 07:33:40.000 batteryremoved (55) (B)(6) 2023 07:33:40.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:46:11.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:46:59.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:47:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:47:17.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 12:04:58 pm. There was no power data available for the dates of (B)(6) 2023 and (B)(6) 2023. Unable to check power data for low battery alert, and failed batt/battery failed alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. Lowbatteryalert (104) - unknown. Failedbatttest (58) - unknown. Lostsensor1alert (780) - not confirmed. Cosmetic damage was confirmed at the back of the pump. Failed battery test alarm unknown. Battery installing anomaly not confirmed. Battery cap damage confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported unable to fit batteries in to place. It was reported that there's a crack at the back of the insulin pump. Troubleshooting was performed. It was found that the batteries are not fitting in to place. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.